Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 362 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Customer report customer did not allege insulin pump was under delivering. The customer also report the insulin flow block alarm. The customer was able to passed the displacement test. The insulin pump will not be returned for analysis.